Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error. Customer's blood glucose level was unknown. Customer states that the insulin pump had pump error detected. Customer states they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No failed battery alarm during testing. Software error found in the pump history due to software error.